Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley also exhibited localized melting damage at the base of both of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had a small chip out of plastic housing by the tip of the scissor jaws. The procedure was otherwise completed with no reported injury.